Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The returned sample was connected to a calibrated system and was successfully recognized. The sample was then fired and found to have conforming aiming and laser beam images, subsequently both the aiming beam and laser beam output were found to meet specifications. A fit check was performed with a trocar, and it was found to have no problem with insertion. The returned laser probe was found to have no problem as related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the vitrectomy surgery, ophthalmic probe could not be inserted into the trocar and could not be used during surgery. The surgery was completed after replacing the product with another one. The involved eye and the patient identifier were not available. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).